Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per sop (B)(4) since the serial number for the unit was not provided. Additional information has been requested from the customer, and if provided to us we will submit a supplemental report.

Event description:
Customer reported that the fiber optic iabp catheter was removed following request from the operator. Manual pressure was applied then a femstop applied, and a hematoma was noted. A peri arrest call was then put out, then full cardiac arrest - pulseless electrical activity (pea) - unsuccessful cardiac resuscitation. The customer also reported that the users have noted difficulty removing this type of iabp catheter when compared to the older non fiber optic model. It is unknown if the facility attributes the injury to the iabp. The event date is unknown. Please refer to related balloon report under medwatch #2248146-2017-00324.